Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the screen was black with a message "enter password" displayed. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was displayed a black screen with the message "enter password" on it. The technical support specialist (tss) had found that the issue was with the c drive which was almost full. And the tss had resolved the issue by clearing unnecessary files and creating more disk space on the station. The system functioned as intended after the technical support specialist investigated the device.